Event description:
It was reported that device used during a procedure stops suddenly. The customer had to change the device with another like device to finish the procedure. No patient consequence were reported

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and resulted in an error screen; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. However, during the device activation, a squeaking noise was heard as well as vibration. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. This caused the squeaking and vibration that was heard. This was also the cause for the error screen. It is possible that the damaged to the retention pin happened during the assembly process.